Event description:
According to available information, this device required replacement due to a leak. No other adverse patient effects were reported.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. Two separations were noted on the exhaust tubing of cylinder 1. These are sites of leakage. The separations have a central groove, indicating contact with sharp instrumentation such as a needle. Two separations were noted on the exhaust tubing of cylinder 2. These are sites of leakage. The separations have a central groove, indicating contact with sharp instrumentation such as a needle. Blue surgical suture was also noted in the exhaust tubing of both cylinders at the separation sites. No functional abnormalities were noted with the pump. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the exhaust tubing of cylinder 1 and cylinder 2 occurred after the device packaging was opened. Based on the evaluation, information received, and the presence of surgical suture within the exhaust tubing of both cylinders at the separation sites, the separations most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a leak. No other adverse patient effects were reported.